Event description:
Customer reported that the insulin pump experienced a blank display and a battery out limit alert. It was noted that the blank display returned with the insertion of a new battery. Customer's blood glucose reading at the time of the call was 170 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no problem has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.